Manufacturer narrative:
Follow-up # 1 device evaluation, the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain no more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio 2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that he obtained the result of "220 mg/dl" on (B)(6) 2015 at 8:59am compared to the result of "165 mg/dl" obtained using another device, then at 12:02pm on the same day, the patient obtained the result of "260 mg/dl" compared to the result of "183 mg/dl" obtained using another device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweat and tremor" between 1-2 days after the alleged inaccuracy began, however the patient denied that he received medical treatment. At the time of troubleshooting, the csr noted that the test strips had expired or been open for longer than the discard date, the subject meter was set to the correct unit of measure setting, the patient was using an approved sample site and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptoms of ¿sweat and tremor¿ after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.